Event description:
The pt returned to the hospital because of pain about one year post op. An xray revealed breakage of the nail in two parts at the level of the lag screw hole. The broken nail was removed and no replacement device was necessary because the bone had good healing. This event did not cause an adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of eval: eval results suggest that this event would not be associated with the device, but rather would be user related.